Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional information received regarding it is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they are experiencing a circumferential redness with itching under the tape collar of the skin barrier. The end user uses ostomy powder on the red rash like area followed by skin protective wipes when available and cleanses the skin with water. The end user has been changing the skin barrier every 1-2 days due to the red rash but prior to developing the rash was changing the skin barrier every 3-4 days. Once she stops using the skin barrier the redness decreases and once its use is resumed, the redness worsens. The end user has not been able to increase the wear time from 1-2 days. The patient subsequent outcome was not noted.